Event description:
The patient's medical records were received. The medical records indicated upon insertion of the femoral sleeve, the patient's calcar split. The fracture was cabled. Also noted in the medical records the patient's chromium level has been elevated, but the hip has not been revised.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records and x-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: legal medical records received. Pfs alleges pain and grinding. It also alleges that the patient is subject for revision. After review of the medical records, there is no new information. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis, metal wear, and elevated metal ions.